Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the implant of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had broken. Functional testing was not performed due to the damage to the device. Per dfu-0087-eo rev 3, section e- warnings: 9. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/11/2024, it was reported by an arthrex subsidiary employee via email that an ar-1927bcf-45 biocomposite-corkscrew ft anchor broke during insertion. All broken fragments were removed. The case was completed using another ar-1927bcf-45 biocomposite-corkscrew ft. This was discovered during an rcr procedure on (B)(6) 2024. Additional information was provided on 03/11/2024, where an arthrex subsidiary employee reported that the patient's bone quality was normal. The case was delayed 30 minutes. Additional anesthesia was not administered. There was no effect on the patient.